Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a high temperature alarm code was found in the ventilator's downloaded error log. The high temperature alarm appears to have been caused by the ambient conditions in which the device was operating.